Manufacturer narrative:
Insulin pump received with all buttons responding properly. However, insulin pump had moisture damage on keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, reservoir tube lip, reservoir tube, reservoir tube window minor scratches on display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the buttons have stopped working. Customer removed the battery and put it back into the pump, but the buttons did not work and the light turns on and off every 5 minutes. Customer was in class trying to give insulin and it froze. Customer feels like she tried to press the buttons too much. The customer put it down and 10-15 minutes later, she received a button error alarm. Customer's last blood glucose level was 177 mg/dl. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)